Event description:
The biomedical engineer (biomed) reported that the central nurse's station (cns) and most of the transmitters are in communication loss. The multiple patient receivers (orgs) were all transferring data (blinking lights). The customer later stated that the remote network stations (rnss) were in communication loss as well. The biomed later stated there were two orgs that were communicating but were not working and were reset and added back to the host table. They also had a bad network cable on a rns in the emergency department. The communication loss issues were resolved by addressing those two issues. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) and most of the transmitters were in comm loss. The multiple patient receivers (orgs) were all transferring data. The customer later stated that the remote network stations (rnss) were in comm loss as well. The biomed later stated there were two orgs that were communicating but were not working. They were reset and added back to the host table. They also had a bad network cable on an rns in the emergency department. The communication loss issues were resolved by addressing those two issues. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the cause of the communication loss was found to be caused by a defective network cable. Network cables are not nk devices. The device was in the customer's possession as of 12/2016 and is not an out-of-box failure. The cable was most likely damaged as a result of wear and tear due to age. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (biomed) reported that the central nurse's station (cns) and most of the transmitters are in communication loss. The multiple patient receivers (orgs) were all transferring data (blinking lights). The customer later stated that the remote network stations (rnss) were in communication loss as well. The biomed later stated there were two orgs that were communicating but were not working and were reset and added back to the host table. They also had a bad network cable on a rns in the emergency department. The communication loss issues were resolved by addressing those two issues. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Remote network stations: model: ni. Sn: ni. Multiple patient receivers: model: ni. Sn: ni. Telemetry transmitters: model: ni. Sn: ni.

Event description:
The biomedical engineer (biomed) reported that the central nurse's station (cns) and most of the transmitters are in communication loss. The multiple patient receivers (orgs) were all transferring data (blinking lights). The customer later stated that the remote network stations (rnss) were in communication loss as well. The biomed later stated there were two orgs that were communicating but were not working and were reset and added back to the host table. They also had a bad network cable on a rns in the emergency department. The communication loss issues were resolved by addressing those two issues. No patient harm was reported.